Manufacturer narrative:
Returned device consisted of a maverick 2 balloon catheter with a product mandrel and balloon protector on the device. The balloon was loosely folded with blood on the device. Microscopic and tactile inspection of the shaft found no irregularities or defects. Functional testing was performed by attaching an inflation device filled with water to the device. Water was found to be streaming from the balloon. Microscopic inspection revealed a longitudinal burst in that balloon, 7mm long. Microscopic examination presented no irregularities in the ro marker that could have contributed to the damage. Microscopic inspection found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft perforation occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, concentric shaped, 20mmx2.5mm, de-novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, the balloon did not inflate well and it was noted that the shaft contained a hole which led to the balloon losing its benefit. The procedure was completed with a different device. The patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft perforation occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, concentric shaped, 20mmx2.5mm, de-novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, the balloon did not inflate well and it was noted that the shaft contained a hole which led to the balloon losing its benefit. The procedure was completed with a different device. The patient's status was stable.